Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due lead dislodgement as the screw could not be place. Upon removal of the lead from the patient' body, it was found out that the screw part was crushed. A new lead was then implanted. This lead was never in service. No adverse patient effects were reported.